Event description:
Patient self tester alleges meter resulted in a error reading. Patient had coumadin dose adjusted recently. Patient had a very dark stool, possibly with blood in it.

Manufacturer narrative:
Investigation pending.